Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the contact believes that the pump had not been working properly for a while. Review of t:connect pump data confirmed multiple intermittent occlusion alarms had occurred. The customer's blood glucose level ranged from 200 mg/dl to 220 mg/dl. Reportedly, insulin delivery would be resumed without changing the supplies after some events and sometimes the supplies would be changed if the occlusion alarms continued to occur.